Event description:
Event verbatim: [preferred term] burning of my skin/ burned my skin [thermal burn], product opened in my underwear [device leakage]. Case narrative: this is a spontaneous report from a contactable physician reporting for herself. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number: t2669109-02, expiration date: jul2020), via an unspecified route of administration from an unspecified date "using it for years" for menstrual cramps. Medical history included headache. The patient's concomitant medications were not reported. The patient reported "I have the thermacare menstrual heat wrap for menstrual pain therapy and within a few minutes of using it this morning I put it on, I suddenly had burning of my skin and then looked and the product had come open in my underwear and burned my skin" on (B)(6) 2018. She also stated "it is at the area that the pad was placed in the size of the cell that burst open, two of them, so may be like 3/2cm in two areas I guess in the pubic area right above it would be placed." Therapeutic measures included taking acetaminophen for pain and applied topical anesthetic and aloe-vera. Surgical intervention was not required. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the ba.

Event description:
Event verbatim [preferred term] burning of my skin/ burned my skin [thermal burn] , product opened in my underwear [device leakage]. This is a spontaneous report from a contactable physician reporting for herself. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number t26691, expiration date jul2020) from an unspecified date "using it for years" for menstrual cramps. Medical history included headache. The patient's concomitant medications were not reported. The patient reported within a few minutes of using it on the morning of (B)(6) 2018 she put it on, she suddenly had burning of her skin and then looked and the product had come open in her underwear and burned her skin. She also stated "it is at the area that the pad was placed in the size of the cell that burst open, two of them, so may be like 3/2cm in two areas I guess in the pubic area right above it would be placed." Therapeutic measures included taking acetaminophen for pain and applied topical anesthetic and aloe-vera. Surgical intervention was not required. Action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batches concludes all release requirements were met. There were no out of specification (oos) results recorded during the production of these batches. Review of manufacturing in process and quality checks associated with the batches indicates that all required inspections were performed and all inspection criteria were met. For all wraps tested during manufacture, none had leaking or damaged cells. A visual inspection of retain samples for each batch was also completed (and showed no defects to the wraps, all have cell packs with good seals, none damaged or leaking. The brine solution prevented the wrap to properly seal resulting in the cell contents to leak. Based the all in-process and quality checks passing during manufacture of these batches, the defect occurred at a low frequency. Preventative actions: create a procedure for setup of the brine system. This document will include instructions to properly handle the brine manifold, verify air isn't within the supply lines, provide instruction to ensure the lines are secure to the connectors to prevent any air from entering the system and define purge times based downtime intervals. (Completed). Replace current brine manifold to dispensing plate supply lines (push/pull disconnect) with an improved connection intended to reduce the chance for system leaks. (Completed). Implement a heat pack maker hourly inspection, including proper brine dispensing, stray chemistry, build-up in platens & seal roll cleanliness and directions for product isolation in case of any failure. Complete evaluation of the wrap size and determine the need to increase the outside border of the wrap from 3 mm to 5 mm. Complete evaluation of brine solution detectability by the quality check cameras either by coloring the brine solution or use of a strong uv absorber. Follow-up (14sep2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of thermal burn and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: based on the information provided, the events of thermal burn and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Manufacturer narrative:
Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batches concludes all release requirements were met. There were no out of specification (oos) results recorded during the production of these batches. Review of manufacturing in process and quality checks associated with the batches indicates that all required inspections were performed and all inspection criteria were met. For all wraps tested during manufacture, none had leaking or damaged cells. A visual inspection of retain samples for each batch was also completed (and showed no defects to the wraps, all have cell packs with good seals, none damaged or leaking. The brine solution prevented the wrap to properly seal resulting in the cell contents to leak. Based the all in-process and quality checks passing during manufacture of these batches, the defect occurred at a low frequency. Preventative actions: create a procedure for setup of the brine system. This document will include instructions to properly handle the brine manifold, verify air isn't within the supply lines, provide instruction to ensure the lines are secure to the connectors to prevent any air from entering the system and define purge times based downtime intervals. (Completed). Replace current brine manifold to dispensing plate supply lines (push/pull disconnect) with an improved connection intended to reduce the chance for system leaks. (Completed). Implement a heat pack maker hourly inspection, including proper brine dispensing, stray chemistry, build-up in platens & seal roll cleanliness and directions for product isolation in case of any failure. Complete evaluation of the wrap size and determine the need to increase the outside border of the wrap from 3 mm to 5 mm. Complete evaluation of brine solution detectability by the quality check cameras either by coloring the brine solution or use of a strong uv absorber. Update failure mode effective analysis rpt-39239 to reflect above stated mitigation actions for "brine outside cell". Identify all previous complaint investigations due to unsealed cells for the 4 batches included in the scope of this investigation. Update to make current and correct any errors within the complaint investigations. Additional investigational results from the product quality complaint: samples were received on 21aug2018: one menstrual carton (l) t26691 02sep exp jul2020 11:21 carton is open. One menstrual wrap - wrap is expired, one of the cell packs is leaking chemistry from the edge. Three cell packs are blown with chemistry leaking out of them. The complaint assessment below was prepared as part of the original complaint summary investigation for the returned sample for t26691 and this was prior to the summary investigation being extended to a qar. The returned menstrual wrap for batch t26691 shows evidence that one side of the product has an un-sealed channel approximately 1 wide that allowed the cell contents (chemistry pre-mix) to leak from the wrap. Initial complaint assessment: batch t26691 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the (B)(4) complaint for the sub class cells damaged/leaking requiring an investigation for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The data, analysis & trending team evaluated the complaints information during may-june 2018. As a result no trend was identified since these batches are attributed to a specific time frame and a cause identified as equipment. Scope/impact analysis: as a result of ongoing investigations due to heat cells unsealed the site performed a review of product quality complaints received (confirmed and not confirmed) for damaged or leaking cells from dec2016 to jul2018. The results are plotted, see attachment 4 and show a cluster of product quality complaints in the timeframe of manufacture of batches s68915 and t26691, a timeframe which also includes two additional batches t26686 and t26693. All four of these batches were manufactured consecutively starting on 27aug2017 and ending on 7sep2017. Of the (B)(4) ((B)(4) confirmed complaint was due to cut wrap not related to un-sealed defect) complaints received for cells leaking / damaged for these 4 batches, (B)(4) were confirmed. All of the (B)(4) confirmed complaints received for these four batches are due to unsealed cells, brine solution in-between the upper and lower layers of the wrap and cell(s) leaking chemical components at one end of the wrap, same end for all wraps. Manufacture of these four batches were part of the same 4 batch campaign, which required specific line set up ( e.g. An equipment change over (cart) specific to the muscle & joint and menstrual product lines). This incident reviewed at aqrt and the outcome determination was to recall the four batches. Root cause analysis/identification: based on an analysis of the returned wrap performed by (name withheld) (technical services specialist) three root cause analysis exercises were conducted involving multidisciplinary team. First one during week of (B)(6) 2018, second exercise to inspect the brine dispensing components and their associated supply lines and connectors was conducted on (B)(6) 2018 and the last one on (B)(6) 2018. The root cause for the brine outside cell was determined to be classified as equipment (tier 1) and other (tier 2) with method as a contributory factor. A multi-discipline cross functional team was assembled to conduct a thorough root cause analysis to determine all of the potential root causes that may have contributed to: placing the brine outside of the cells during manufacturing of menstrual and muscle & joint product variants. A fish-bone diagram was selected as the cause and effect tool to be utilized to identify all factors that could have created the issue. There were (B)(4)potential root causes identified with (B)(4) of the potential root causes ruled out. See the attached chart that was developed from the fishbone for all potential root causes and the rationale for disproving (B)(4) of the potential root causes. On (B)(6) 2018 an analysis of the brine manifolds, dispensing plates and their associated supply lines and connectors was performed by (name withheld) (hpm sme), (name withheld) (hpm sme), (name withheld) (maintenance), (name withheld) (maintenance) and (name withheld) (technical services) to rule out these components as a potential root cause. Based on this analysis, it was determined that a colleague could inadvertently unseat the brine supply line from the quick release connector. This unseated brine line would allow air into the system intermittently and when the air discharges from the system, it could place brine outside the cell. The supply line and connector for the brine manifold and the dispensing plate could not be ruled out during this exercise. The most probable root cause is the supply line was unseated from the connector to the dispensing plate as they were removed from the brine purge box and placed onto the brine carriage. The handling of this assembly during set up or purging can cause the supply line to unseat from the connector. The connectors, securing the brine supply line to the dispensing plate can be inadvertently unseated (partially disconnected). This would create a scenario that would allow air to enter the system at a very slow rate without being easily detected. With the introduction of this small amount of air into the process, if it were to discharge as the line runs at a lower level of the variable speed settings; then, the brine would sputter as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area (brine is injected slightly forward during slower speeds). This brine outside of the cell will have a tendency to roll upstream due to the motion of the platens as they travel forward in the machine direction (roll back across the cells). This liquid (brine) will travel and cover the surface

Event description:
Event verbatim [preferred term] burning of my skin/ burned my skin [thermal burn], product opened in my underwear [device leakage]. Narrative: this is a spontaneous report from a contactable physician reporting for herself. A 43-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number t26691, expiration date jul2020) from an unspecified date "using it for years" for menstrual cramps/menstrual pain. Medical history included headache. The patient's concomitant medications were not reported. The patient reported within a few minutes of using it on the morning of (B)(6) 2018 she put it on she suddenly had burning of her skin and then looked and the product had come open in her underwear and burned her skin. She also stated "it is at the area that the pad was placed in the size of the cell that burst open, two of them, so may be like 3/2cm in two areas I guess in the pubic area right above it would be placed." Therapeutic measures included taking acetaminophen for pain and applied topical anesthetic and aloe-vera. Surgical intervention was not required. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events was unknown. According to the product quality complaint group: investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batches concludes all release requirements were met. There were no out of specification (oos) results recorded during the production of these batches. Review of manufacturing in process and quality checks associated with the batches indicates that all required inspections were performed and all inspection criteria were met. For all wraps tested during manufacture, none had leaking or damaged cells. A visual inspection of retain samples for each batch was also completed (and showed no defects to the wraps, all have cell packs with good seals, none damaged or leaking. The brine solution prevented the wrap to properly seal resulting in the cell contents to leak. Based the all in-process and quality checks passing during manufacture of these batches, the defect occurred at a low frequency. Preventative actions: create a procedure for setup of the brine system. This document will include instructions to properly handle the brine manifold, verify air isn't within the supply lines, provide instruction to ensure the lines are secure to the connectors to prevent any air from entering the system and define purge times based downtime intervals. (Completed). Replace current brine manifold to dispensing plate supply lines (push/pull disconnect) with an improved connection intended to reduce the chance for system leaks. (Completed). Implement a heat pack maker hourly inspection, including proper brine dispensing, stray chemistry, build-up in platens & seal roll cleanliness and directions for product isolation in case of any failure. Complete evaluation of the wrap size and determine the need to increase the outside border of the wrap from 3 mm to 5 mm. Complete evaluation of brine solution detectability by the quality check cameras either by coloring the brine solution or use of a strong uv absorber. Update failure mode effective analysis rpt-39239 to reflect above stated mitigation actions for "brine outside cell". Identify all previous complaint investigations due to unsealed cells for the 4 batches included in the scope of this investigation. Update to make current and correct any errors within the complaint investigations. Additional investigational results from the product quality complaint: samples were received on 21aug2018: one menstrual carton (l) t26691 02sep exp jul2020 11:21 carton is open. One menstrual wrap - wrap is expired, one of the cell packs is leaking chemistry from the edge. Three cell packs are blown with chemistry leaking out of them. The complaint assessment below was prepared as part of the original complaint summary investigation for the returned sample for t26691 and this was prior to the summary investigation being extended to a qar. The returned menstrual wrap for batch t26691 shows evidence that one side of the product has an un-sealed channel approximately 1 wide that allowed the cell contents (chemistry pre-mix) to leak from the wrap. Initial complaint assessment: batch t26691 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the (B)(4) complaint for the sub class cells damaged/leaking requiring an investigation for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The data, analysis & trending team evaluated the complaints information during may-june 2018. As a result no trend was identified since these batches are attributed to a specific time frame and a cause identified as equipment. Scope/impact analysis: as a result of ongoing investigations due to heat cells unsealed the site performed a review of product quality complaints received (confirmed and not confirmed) for damaged or leaking cells from dec2016 to jul2018. The results are plotted, show a cluster of product quality complaints in the timeframe of manufacture of batches s68915 and t26691, a timeframe which also includes two additional batches t26686 and t26693. All four of these batches were manufactured consecutively starting on 27aug2017 and ending on 7sep2017. Of the (B)(4) ((B)(4) confirmed complaint was due to cut wrap not related to un-sealed defect) complaints received for cells leaking / damaged for these 4 batches, (B)(4) were confirmed. All of the (B)(4) confirmed complaints received for these four batches are due to unsealed cells, brine solution in-between the upper and lower layers of the wrap and cell(s) leaking chemical components at one end of the wrap, same end for all wraps. Manufacture of these four batches were part of the same 4 batch campaign, which required specific line set up ( e.g. An equipment change over (cart) specific to the muscle & joint and menstrual product lines). This incident reviewed at aqrt and the outcome determination was to recall the four batches. Root cause analysis/identification: based on an analysis of the returned wrap performed by (name withheld) (technical services specialist) three root cause analysis exercises were conducted involving multidisciplinary team. First one during week of (B)(6) 2018, second exercise to inspect the brine dispensing components and their associated supply lines and connectors was conducted on (B)(6)2018 and the last one on 10sep2018. The root cause for the brine outside cell was determined to be classified as equipment (tier 1) and other (tier 2) with method as a contributory factor. A multi-discipline cross functional team was assembled to conduct a thorough root cause analysis to determine all of the potential root causes that may have contributed to: placing the brine outside of the cells during manufacturing of menstrual and muscle & joint product variants. A fish-bone diagram was selected as the cause and effect tool to be utilized to identify all factors that could have created the issue. There were 38 potential root causes identified with 33 of the potential root causes ruled out. See the attached chart that was developed from the fishbone for all potential root causes and the rationale for disproving 33 of the potential root causes, see attachment 3. On 29aug18 an analysis of the brine manifolds, dispensing plates and their associated supply lines and connectors was performed by (name withheld) (hpm sme), (name withheld) (hpm sme), (name withheld) (maintenance), (name withheld) (maintenance) and (name withheld) (technical services) to rule out these components as a potential root cause. Based on this analysis, it was determined that a colleague could inadvertently unseat the brine supply line from the quick release connector. This unseated brine line would allow air into the system intermittently and when the air discharges from the system, it could place brine outside the cell. The supply line and connector for the brine manifold and the dispensing plate could not be ruled out during this exercise. The most probable root cause is the supply line was unseated from the connector to the dispensing plate as they were removed from the brine purge box and placed onto the brine carriage. The handling of this assembly during set up or purging can cause the supply line to unseat from the connector. The connectors, securing the brine supply line to the dispensing plate can be inadvertently unseated (partially disconnected). This would create a scenario that would allow air to enter the system at a very slow rate without being easily detected. With the introduction of this small amount of air into the process, if it were to discharge as the line runs at a lower level of the variable speed settings; then, the brine would sputter as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area (brine is injected slightly forward during slower speeds). This brine outside of the cell will have a tendency to roll upstream due to the motion of the platens as they travel forward in the machine direction (roll back across the cells). This liquid (brine) will travel and cover the surface of the bottom film and the dosed pre-mix powder for multiple cells of the wrap, preventing proper adhesion between the two films (upper & lower). The camera system used to monitor cell dosing does not detect brine solution because the brine solution is translucent. The cameras can only detect stray chemical components such as iron and charcoal. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. Sop-79246 (b/m line air in brine manifold lines control strategy mwi) ver 2.0 effective 07aug2017 is available; however, it is a control strategy and a document is needed to provide instruction on how to purge brine, ensuring the lines are secure to the connectors to prevent any air from entering the system and the document should provide instructions on how long to purge based off of the downtime to reinforce the making instructions for all product variants. Also, the document should provide instructions on how long to purge based off of the downtime. Materials are ruled out as the root cause. Quality control lab analysts verify the materials are within specification before releasing the material to production. All materials were released per specifications prior to the manufacturing of batch t26691. Therefore, materials are not considered a root cause to this event. Environment is not considered a root cause of this event because the brine outside of the cells is not related to external conditions. Colleagues are trained with operating the heat pack maker; therefore, training was ruled out as a root cause. Measurement was ruled out. In process quality checks are conducted every 10 minutes following spec-22087 thermacare menstrual, version 11, effective 28nov2016. Quality checks, attribute and variable, were conducted during this production period and no out of specification (oos) findings were documented in the batch record. As part of medical device risk management, thermacare failure mode and effects analyses (fmeas) is conducted to assess failure modes and risk mitigation strategies from the design, use and process/manufacturing perspective. The process failure mode effect analysis (pfmea) for the thermacare products rpt-39239 has three effect categories and potential hot cells (too much air getting to the cells) is one of the categories that relates to this investigation. The pfmea identifies "brine outside of the cell" has a potential failure mode for hot cells with two potential causes. The first cause is "cross machine direction (cd) position of the brine dosing nozzles are not in synchronization with platens (cells)". The second cause is a clogged brine nozzle. There are mitigation controls in-place for both potential causes. In-process quality inspection (attribute) are performed currently at a 6 minute interval based on uptime (at the time of manufacture of subject batches this inspection was performed every 10 mins). In addition quality control conducts quality testing of 2 wraps every 60 minutes. These inspections would detect both failure modes: brine nozzles position to platens and clogged nozzles. Clean, inspect & lubrication (cil) system is established and the inspection portion of this system would identify clogged nozzles. Therefore, two mitigation controls are in-place to identify "brine outside of the cells". The pfmea did not identify the air in brine lines as a cause of brine being splashed outside the cells. Corrective actions: aqrt recommendation to recall the 4 batches. Root cause/ CAPA: process related was yes. Final confirmation status was confirmed. Conclusion: the root cause of this event is equipment (tier 1) and other (tier 2) with method as a contributory factor. The most probable root cause is that a colleague inadvertently unseated the supply line from the connector to the dispensing plate as it was removed from the brine purge box and placed back onto the brine carriage after purging the brine. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre-mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre-mix powder to flow outside of the cell area. Follow-up (14sep2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (25aug2020): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected.